Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.7cm abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter is 25mm and 1cm in length. It was reported that during the index procedure and due to the patient¿s anatomy (short and conical) proximal neck the stent graft was deployed below the renal arteries. A type ia endoleak was identified and the physician decided to use a cuff and the procedure was completed successfully. No leaks were noted. No additional clinical sequelae were reported and the patient is doing fine.